Event description:
The patient underwent a total mastectomy with auxiliary clearance on the right breast. The patient stayed in the ward for 2 days and was discharged with drains left in. The patient was instructed on how to empty the reservoir. When patient returned to clinic for observation, it was noted that a seroma had formed. The bulb of the reservoir was active but it was empty. A nurse switched to a high vacuum reservoir and 100 cc of exudate was collected. The seroma was removed through aspiration of a needle.